Event description:
Boston scientific received information that this device reached end of life (eol) sooner than expected. Additionally, there was a lead safety switch (lss) showing for low out-of-range (oor) pacing impedances of less than 200 ohms on both the right atrial (ra) lead and right ventricular (rv) lead. The rv lead also exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted regarding the rapid battery decline, they suggested there was a large current draw and the device should be replaced immediately. The rv lead was surgically abandoned and replaced along with the device. The ra lead remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed approximately 5.8 cm from the terminal pin; only the small proximal segment was returned. Visual inspection noted that there were setscrew marks in the appropriate locations. Resistance and pressure tests were completed on the lead segment to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations as only a small portion of the lead was returned.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.